Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was noted before patient use. The device had been filled with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 15a006 was manufactured between january 7, 2015 and january 8, 2015. Visual inspection was performed and a black mark on the device reservoir was observed (outside of the fluid pathway). No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.